Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported that the day before the customer was disconnected from the insulin pump and noticed that it started to deliver 10 units of insulin on its own. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self-test and unexpected restart error test. No bolus anomaly noted during testing. Device passed all operating currents tested within the spec range and passed off no power test. Device received with cracked reservoir tube lip and minor scratches on display window noted. Device passed the displacement accuracy test.